Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Device received on 29 april 2019 and a gross investigation was performed. The returned valve was received in general good conditions with some traces of blood on the pericardium.

Event description:
On (B)(6) 2019 a patient received a perceval pvs27 aortic heart valve implant. In preoperative CT analysis, there was a possibility that the size did not match because the annulus diameter was 27mm. The aortic cannulation position was lower and thus the aortic dissection site was lower with the clamp position lower. After excision of the calcified part, sizing was performed in the presence of the proctor, dr. (B)(6). After vacillating between the size l and xl, the size xl was selected. No defect was observed visually after indwelling, moderate to severe perivalvular regurgitation was noted in the rcc at tee after declamping, and stent folding was observed, so the aorta was incised again, and the size xl was removed. Size l was indwelled. The size l valve was placed in place, no perivalvular regurgitation was noted at tee, and the mean pressure range was sufficiently low at 7 mmhg, but a complete atrioventricular block was noted. The complete atrioventricular block disappeared at midnight on the day of surgery and returned to sinus rhythm. Post-operatively, the site reopened the chest for bleeding (due to bleeding from the CABG graft anastomosis), but it is not avr related. The patient's condition was stable the day after the operation.

Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The dimensional verification confirmed that the returned pvs 27/xl valve meets the specifications. The deployment simulations and the static leak tests, performed on the returned valve, did not highlight evidence of paravalvular leaks and / or particular deformation at the annulus level. Based on the performed analysis, the reported event is reasonably associated to an incorrect sizing procedure leading to an oversizing of the device and causing the final claimed folding phenomena. This folding is not a result of any device related malfunctions and the root cause is deemed to be due to a user mis-sizing.